Event description:
Edwards received information through its implant patient registry that a 27mm 3300tfxj aortic valve was explanted after a duration of four (4) years and nine (9) months due to ascending aortic dissection. A 25mm 11500aj valve was implanted in replacement. The device was not returned for evaluation as it was discarded at the hospital.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 27mm 3300tfxj aortic valve was explanted after a duration of four (4) years and nine (9) months due to unknown reason. A 25mm 11500aj valve was implanted in replacement.